Manufacturer narrative:
Manufacturer/compounder: baxter healthcare - (B)(4). The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced a wound infection after undergoing an unspecified surgery in which floseal was used. It was reported the patient was hospitalized for the event. Treatment for the wound infection was not reported. At the time of this report, the patient was recovered from the event. No additional information is available.